Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 dexcom cgm had alerted patient of hypoglycemic event while patient was downloading her cgm data at the doctor¿s office. Patient was treated with glucagon and IV. At the time of her call to dexcom technical support, patient was feeling fine.